Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that upon initial implant of the implantable cardiac monitor it was not sensing. The physician attempted multiple implant locations but the device was still not sensing the cardiac rhythm. The device was explanted and replaced. No patient complications have been reported as a result of this event.